Event description:
It was reported that during device change out, possible externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.